Event description:
Patient had a bimalleolar ankle fx with syndesmotic interruption. Orif of left ankle. Surgeon had planned on removing hardware, before that procedure was scheduled there was a failure of the hardware as the screws fractured.